Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned orsiro revealed that several struts are deformed at the proximal end of the stent and some struts are lifted in the center. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the bent struts were initially crimped on the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause is most likely related to external factors during the procedure, i.e. Applying excessive force to the device during advancing to the target lesion. It should be noted that the IFU warns against forceful advancement of the device if resistance is felt.

Event description:
An orsiro drug-eluting stent system was chosen to treat a calcified lesion in a tortuous cx. The device could not be advanced to the lesion. Additional pressure was applied and the stent became deformed.